Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas and evaluated. Testing confirmed intermittent responses to button presses on the up arrow button. Multiple button presses were required before the button will engage. The buttons on the keypad did not have normal spring back or click. The keypad was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently not responding to up button presses. The patient did not allege any harm or injury because of the reported issue.